Event description:
It was reported by the surgeon via sales that a size 23 mm edwards bioprosthetic aortic valve was explanted at implant and replaced with same model device, but size 21 mm. Patient is noted as stable. The operative report details indicates, " a total of sixteen, 2-0 ethibond pledgeted sutures were then placed on the ventricular side and brought sequentially through a 23-mm bioprosthetic aortic valve. Sutures were tied down sequentially. There were no perivalvular leaks. The aortotomy was closed with 4-0 prolene suture in 2 layers. The patient was placed in trendelenberg position, de-airing maneuvers were performed, and the aortic cross-clamp was removed. Despite the patient being normothermic at 36 degrees celsius, there was no spontaneous myocardial activity. A right ventricular epicardial pacing wire was placed, but there was no capture of the myocardium with extrinsic pacing. We were therefore concerned that the valve was obstructing the coronary ostia. Again, the ascending aorta was cross-clamped. The previous 23 mm bioprosthetic avr [subject valve] was excised and removed. We opted to downsize to a 21 mm valve, which would've still afforded him an acceptable effective orifice area index... Sutures were tied down sequentially. After placement of the valve into the native annulus, we still could not visualize the left and right coronary ostia. Furthermore, initiation of retrograde cardioplegia via the coronary sinus did not result in egress of blood via the ostia, suggesting persistent obstruction. At this point, I felt the only viable option that would preserve acceptable hemodynamics through his valve prosthesis was to perform an aortic root enlargement. The annular sutures overlying the lateral aspect of the left coronary cusp and the posterior aspect of the non-coronary cusp were excised, and the valve was retracted superiorly, affording visualization of the left ventricular outflow tract. The previous aortotomy was continued down through the aortic annulus at the commissure between the left- and noncoronary cusps. This incision was taken into the mid-portion of the mitral curtain. The defect was then repaired using a triangular patch of acellular xenograft membrane (cormatrix) and continuous 4-0 prolene suture. The previously removed annular sutures were again placed, through the native annulus, and then through the valve suture ring. Ln the area of the cormatrix aortic root enlargement, sutures were passed from the outside of the aorta to the inside and then through the annular ring. Sutures were tied down sequentially. There were no perivalvular leaks. The right and left main coronary ostia were easily seen and identified. The aortotomy was closed using the cormatrix membrane with 4-0 prolene suture... Post pump ventricular function was satisfactory, as visualized on transesophageal echocardiogram. The prosthetic valve was well seated, with no evidence of perivalvular leaks, aortic stenosis, or aortic insufficiency... The patient was brought back to the intensive care unit in critical, but stable condition."

Manufacturer narrative:
The explanted device has not been returned for evaluation as it could not be located by the hospital. As reported, a 23 mm bioprosthetic valve was explanted due to coronary ostia obstruction, and was then replaced with a 21 mm bioprosthesis after performing an aortic root enlargement. Based on the provided information in the initial report and the operative details, it is likely that this event is related to sizing technique and/or patient anatomical factors. Model 1130 sizers for this device are fabricated from translucent polysulfone plastic to permit direct observation of their fit within the annulus. Each sizer consists of a handle with a different sizer configuration at each end. On one side of the handle is a cylindrical end with an integrated lip that reflects the valve sewing ring geometry. On the other side of the handle is a valve replica end that reflects the valve sewing ring geometry as well as the height and location of the stent posts. Product labeling also instructs the user to ensure that the coronary ostia are not obstructed and that the valve stent posts do not interfere with the aortic wall at the sinotubular junction. Therefore, the provided information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event.